Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Products were received and evaluated against this complaint. Device is fractured through the weld that holds the handle and strike plate together. Device records were reviewed and identified no deviations or anomalies. The reported device has evidence of being impacted along the instrument¿s proximal body and underside of the strike plate, these impact marks are consistent and do not suggest misuse. Fracture artifacts on the strike plate's and handle's weld of the reported device suggest the fracture likely occurred due to tensile overload. Device history record (DHR) were reviewed and identified no deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a warehouse colleague found the instrument fractured in the warehouse. It is unknown how many times the instrument was used.